Event description:
It was reported that during training with a clinician, a dexcom g7 sensor that had been previously paired to a dexcom receiver failed to pair with the ilet pump despite instructions to disconnect the sensor from the receiver and power the receiver off, after which the trainer provided a new sensor to proceed; the event is consistent with an intermittent communication failure involving the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the trainer. Investigation of this case revealed an interoperability problem between the g7 sensor and the ilet consistent with intermittent communication failure traced to the device¿s electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.